Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The customer was informed that the pump needed replacement and was provided with instructions to return the malfunctioning pump within 10 days using a prepaid label and return box. A replacement pump was sent under warranty. The customer declined to share details about the backup therapy to be used during the transition.